Event description:
It was reported when using the pyxis medstation es system had multiple drawer failures, and the station was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure to detect the drawers and the communication sled stopped working. A field service engineer installed a new communication sled, and all the drawers were detected. The station was shut down, and the auxiliary cables were reconnected. Then, the station was restarted to the main app, and the tower along with three matrix drawers was reconfigured. The system functioned as intended after the field service engineer repaired the device.